Manufacturer narrative:
(B)(4).

Event description:
The patient reported on 2016-01-05 that security scanner alarms went off in two stores on (B)(6) 2016 when she passed through. Additional information received from the consumer on 2016-02-02 reported that the store and bank security alarms issues had not been resolved yet. Her device was still triggering store and bank alarms. She saw the health care professional (hcp) on (B)(6) 2016 and the hcp told her he did not know why her device was alarming. The hcp did not do any kind of test. He pressed around the implant area. She had another appointment with the hcp on (B)(6) 2016. The therapy was helping her and she was getting good relief from the therapy. It was further reported on 2016-02-08 that the patient did not know the circumstances that led to the security alarms going off. They had the "chip" since (B)(6) 2015 and it never happened until they had a fall. There were no steps taken to resolve the issue. The issue had not been resolved. Indication for use was reported as bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.